Event description:
Per the clinic, imaging revealed that the electrode array was outside of the cochlea. Subsequently on (B)(6) 2015, the patient underwent revision surgery to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.